Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon`s patient presented with a broken tfn-advanced system, long nails, 9mm distal diameter at the lag screw/helical blade insertion junction. The original surgery was done in 2017 to treat a cancerous lesion. The 85mm lag screw was still in tact as well the 40mm distal locking screw. The surgeon successfully removed all implants, including the broken tfna nail. No hardware remained implanted. A 10x340, 130 degree tfna nail, 85mm lag screw, and a 40mm and 48mm locking screws were implanted successfully to address the patients delayed non-union. Procedure outcome is unknown. There was a patient consequence. Concomitant device reported: unk - nail head elem: tfna lag screw (part# unknown; lot# unknown; quantity: unknown), unk - screw:locking (part# unknown; lot# unknown; quantity: unknown). This report is for 1 9mm/130 deg ti cann tfna 340mm/left - sterile. This is report 1 of 1 for (B)(4).